Event description:
Customer reports segments were missing on his meter while using the compact system. Customer was aware of missing segments for 2 weeks prior to the event; device was unavailable for use. Customer reported he had symptoms of a dry mouth, was light headed and passed out. Customer reports paramedics were called and treated him with a shot. Customer states he was taken to the hosp and tested with a reading of 532mg/dl; treatment rec'd was not provided. A request was made for return of the suspect product and a replacement was sent.